Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the reservoir leaked insulin from the bottom of reservoir past both of the o-ring into the reservoir compartment. Nothing further was reported.